Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by patient that pump was malfunctioning. She received error in line detected, then low reservoir volume. She changed tubing and to back up pump without incident and no side effects reported. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. No additional information is available at this time. The reported product fault occurred while in use with the patient. The pump has been replaced. The patient has a backup device they were able to switch to and had extra extension set. The patient was able to continue their infusion. This is a life sustaining infusion. No patient injury was reported.

Manufacturer narrative:
B5: additional information received via email from customer on (B)(6) 2022 and attached in complaint: cvs provided serial number (B)(6) for associated record (extension set). (B)(6) provided patient info (d.o.b and initials. Record has been updated accordingly.